Manufacturer narrative:
One (1) heal collar was returned. A visual inspection of the received product revealed signs of general usage along external surfaces of the returned product. However, threads and hex of the healing collar did not appear worn. No damages that would prevent the intended function of the returned product were identified. The implant with which the abutment allegedly could not assemble was not returned; no additional testing was completed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs . Before using a zimmer dental product, the operating surgeon/practitioner in charge should carefully study the indications, contraindications, recommendations, warnings and instructions, as well as all other product-specific information (technical product description, description of the surgical and restorative technique, catalogue sheet, etc.) And fully comply with them. Detailed instructions over and above those contained in this instruction for use concerning the possible combinations, product-specific risks, preparatory steps, indications and contraindications, etc. Can be found in the description of the surgical technique, in the technical description of the product or on the appropriate catalogue sheet. Zimmer also recommends attending the appropriate user-training courses. The aforementioned documents and details of the training courses may be obtained from the appropriate representatives in the various countries. The manufacturer, the importer and the suppliers of zimmer products are not liable for complications, injuries, the need for replacement procedures, implant failures, other negative effects or damages that might occur for reasons such as incorrect indications or surgical technique, unsuitable choice of material or handling thereof, unsuitable use or handling of the instruments, use of expired products, patient anatomy, overloading, asepsis and so on. The operating surgeon is responsible for any such complications or other consequences. It is also the operating surgeon¿s responsibility to properly instruct and inform the patient on the functions, handling and necessary care of the product and on all known product and procedure risks. Indications: the healing collar is used to assist in the forming of the soft tissue during healing before a final restoration is placed. The healing collar is for single use only. The healing screw and surgical cover screw are used to seal the implant internal connection and separate it from the soft tissue which is sutured over the implant during healing. The healing screw and surgical cover screw are for single use only. As the exact conditions of usage are unknown and the event could not be recreated, the complaint could not be verified. A technical root cause could not be determined. UDI (B)(4).

Manufacturer narrative:
Reporter contact email and/or phone number not provided/known.

Event description:
Doctor indicated that during a procedure on (B)(6) 2017 the healing abutment (hc345) does not assemble with the implant. The doctor stated another healing collar was placed during the same procedure.